Event description:
A customer reported that their pump's touchscreen was cracked and shattered, rendering it unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. It was determined that the damage occurred when the customer fell or landed on the pump. The customer reverted to manual injections for insulin therapy.